Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the estimated longevity and voltage do not seem to correlate on the session records. No intervention performed. Device currently remains implanted. There were no patient consequences.